Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. (B)(4).

Event description:
It was reported that a physician attempted a revascularization procedure of a lesion in the sfa using a xceed stent. Reportedly, after advancing the guiding catheter, the physician started to deploy the stent; however, it stopped deploying half way and the thumb wheel began to spin freely. The physician deployed the remaining 50% of the stent by cutting down the delivery catheter. The stent was successfully deployed in the intended location. The target vessel reportedly had heavy tortuosity and heavy calcification. There were no pt effects. No additional info is available.